Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: fse conducted a service call over-the-phone to address the reported event. During troubleshooting, fse verified errors 2015 and 3022. Fse instructed the customer to look for any lose tubing but there was none. However, during further evaluation, the customer reported that they found the loose tubing from the wash probe and reattached it. They reported that they had no errors since then. The customer ran quality control (qc) with no errors and the results were acceptable. The instrument was operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed serial number (B)(4) from 24-apr-2017 through aware date of 24-may-2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 2015 bf probe purge failure as indicating that "purging by the bf probe is abnormal". Troubleshooting for the error states to "clean up the wash probe tip or replace it. Contact the service department." Error message table lists error 3022 leak sensor s702 detected as indicating that "leakage sensor s702 activated". Contact the service department for troubleshooting." The most probable cause of the 2015 bf probe purge failure and 3022 leak sensor s702 detected error messages was the top tubing on the wash probe had popped off.

Event description:
A customer reported error messages 2015 bf probe purge failure and 3022 leak sensor s702 detected with the aia-360 instrument. The customer replaced the bf wash probe tip and the wash probe was seated correctly, however, the error persisted. The customer reported that there was liquid on the floor of the analyzer but the wash tubing and sample probe tubing were attached. Fse was dispatched to address the reported event, which resulted in a delay of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.